Event description:
The tech alleged that when the bed was unplugged the battery light was on solid and that the battery would discharge after a few minutes and the battery light would go out. No patient impact.

Manufacturer narrative:
The tech replaced the battery to resolve the issue.